Event description:
It was reported that the patient was experiencing blurry vision and was not able to tolerate the diffractive intraocular lens (iol). Therefore, the intraocular lens (iol) was explanted from the patient's right eye. The iol was replaced with another johnson & johnson lens, model diu450 18.5 diopter. There was no reported patient injury. There was no vitrectomy, incision enlargement, or sutures required. The patient outcome was reported as no issues with the patient after surgery. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: 10/14/2022. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The complaint lens was received inside of a specimen cup. Visual inspection under magnification revealed that the complaint lens was received submerged in an unknown aqueous solution. The lens was cleaned and, no issues that could contribute to or cause blurry vision could be identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.